Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 422 mg/dl. Customer reverted to manual injections and is only delivering boluses via the pump to stabilize her blood glucose level. Fill tubing was performed and pump is delivering as expected.